Manufacturer narrative:
(B)(4). Batch # r5750w. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch.

Event description:
It was reported that during an open low anterior resection, the anvil head could not be removed from the trocar. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r5750w. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, uncut and the device was loaded with staples. Further analysis of the device showed that the trocar was damaged not allowing the anvil to properly detached from the device. Once the anvil was detached from the device it was difficult to attached it again. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.